Event description:
Initial result for a pt hcg was 66.2 mlu/ml. When repeated nine days later on another system, the result was <0.1 mlu/ml. The sample was repeated a second time on the original analyzer and the result was <0.1 mlu/ml. No information regarding pt condition was provided. The field service rep was unable to determine a cause for the discrepancy.